Event description:
Pt's tpn pump failed to deliver prescribed amount of tpn over 14 hrs. The mother of the pt read the pump and it read the total amount had been delivered. However, when she opened the backpack, the bag was full. All screens had been cleared properly the previous evening. No kinks were found. The mother states she hangs the backpack on an IV pole every night and checks for kinks. When this incidence occurred; however, she was down on the floor with the baby and placed the bag on the floor, also. This incidence has happend before to one of rptr's pts and the MFR instructed to rptr to hand the bag on an IV pole while the child is sleeping because there is no alarm between the pump and the bag. Rptr sent another pump to the pt's home. Also, the rn instructed the mother once again on the importance of hanging the bag to prevent any occlusions. Rptr's facility tested the pump and did not find any problems with the pump. Rptr contacted the sales rep from the MFR to let him know what had happened and he told rptr the same as before about hanging the pump while the child is sleeping. No further problems have occurred. The physician was notified immediately and received an order to run tpn at the same rate, on 7/17/94 for 24 hours. Then, resume nightly tpn administration on 7/18/94. Rn assessed child after incidence and child was normal and smiling.